Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, a pt reported blurry intermediate and distant vision. Following a yag laser procedure, the pt noticed a slight improvement. There are two MFR's device reports associated with this event.

Manufacturer narrative:
The prod was not returned for analysis; the device remains implanted. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot #. Add'l info was requested 01/23/2008 and 01/25/2008 by mail, fax and phone. Pt records were rec'd 01/23/2008. This report was mailed to FDA on: 02/15/2008. .